Event description:
Customer reportedly rec'd results of 522 mg/dl and 186 mg/dl within 10 mins on the aviva sys. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.